Manufacturer narrative:
One level 1 hotline low flow system was returned for investigation in used condition. The enclosure was cracked at drain fitting causing a leak. Both covers were cracked and the line cord was worn. The customer reported product problem (leaking at the bottom of the drain plug) was confirmed during testing. The product problem occurred because of a cracked enclosure at drain fitting. The crack was caused by the customer. User interface was established as the root cause. The aforementioned damaged/outdated components were replaced. The device subsequently passed all the functional tests.

Event description:
It was reported that the level 1 hotline low flow system (hl-90) was leaking from an opening in the bottom of the tank. The device was not producing any alarms. This product problem was observed during testing.